Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent a pulse field ablation (pfa) with a pentaray nav high-density mapping eco catheter and the catheter would not flush. The issue was noted after it was already used in the patient. The medical team tried to flush the catheter from the port and the issue persisted. Direct irrigation by hand syringe was attempted by the physician to no avail. No pump had been used in this procedure, only a pressure bag. When the catheter was replaced, the issue was resolved. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device number lot 31315703l and no internal actions related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulse field ablation (pfa) with a pentaray nav high-density mapping eco catheter and the catheter would not flush. The issue was noted after it was already used in the patient. The medical team tried to flush the catheter from the port and the issue persisted. Direct irrigation by hand syringe was attempted by the physician to no avail. No pump had been used in this procedure, only a pressure bag. When the catheter was replaced, the issue was resolved. No patient consequences were reported.